Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306593 and lot number 0175207. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 3ml saline fill china sp plunger movement was difficult. The following information was provided by the initial reporter: the patient was admitted to the hospital due to cerebral infarction and cerebral atrophy hypertensive disease at 8:50 on (B)(6) 2021. After admission, she was given infusion according to the doctor's advice.18:20 the patient went for magnetic resonance examination and asked the nurse on duty to seal the needle. The nurse on duty wanted to seal the needle, but when checking the quality of the supplies, she found that the piston handle of the prefilled syringe was defective, so she replaced it immediately without any adverse consequences.